Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024 , customer's specialist reported that on (B)(6) 2024, the customer experienced high blood glucose. Also, stated that customer had reinstalled the pump and the pump was under use according to health care professional's (hcp) guidance. Further, mentioned that the day prior was not able to use sensor as had reported previously using transmitter from august or september 2023. Customer's specialist had already inspected transmitter with customer and could not encounter the cause for the issues and would recommend the replacement of transmitter due to these issues. Additionally, mentioned that customer had ketoacidosis because of high blood glucose which in turn occurred for lack of insulin in the body and customer was hospitalized and awaiting possible transference to another hospital. Customer told specialist that issues began with sensor updating alert and couldn't use sensor during the day. Also, customer was not monitoring via fingertip glucose had experienced personal problems. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00485), was submitted on 05-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.